Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of did not wear a mask / fan was switched on during the dialysis procedure and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as "did not wear a mask / fan was switched on during the dialysis procedure". On (B)(6) 2010 the patient was diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique. On an unknown date, the patient began remedial therapy with fortum (1gm, daily, intravenous), meropenem (500mg, intraperitoneal) and heparin (1000 units). Pd therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique or if it resolved. The peritonitis was resolving.